Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the end of the cycler power cord that was plugged into the wall was black and looked burned. The patient noticed it while in treatment, but was able to complete treatment. The patient was issued a new cycler. In a follow-up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the burned plug. The patient got a new cycler with a new cord and is completing pd treatments without any further issues. The cycler and cord is available to return for analysis.

Event description:
A peritoneal dialysis (pd) patient reported that the end of the cycler power cord that was plugged into the wall was black and looked burned. The patient noticed it while in treatment but was able to complete treatment. The patient was issued a new cycler. In a follow-up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event due to the burned plug. The patient got a new cycler with a new cord and is completing pd treatments without any further issues. The cycler and cord is available to return for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual cycler device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. Device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined. The power cord product was not returned; a physical investigation could not be performed. Complaint investigation did not find objective evidence indicating a product problem; thus, the complaint is unconfirmed.